Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the instrument associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: it was reported that the drill adaptor will not lock drill bit properly causing the drill bit to break during the case. / / investigation method: the instrument associated with this report was not returned. / / investigation summary: territory 201 reported that the drill adaptor will not lock drill bit properly causing the drill bit to break during the case. The instrument associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the drill adaptor will not lock drill bit properly causing the drill bit to break during the case.